Event description:
The distributor contacted animas alleging that the pt had press the audio/bolus button several times to get the pump to respond.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the bolus button was intact but difficult to push. The bolus button was removed, but no evidence of moisture damage was found. Date of birth is unk.